Manufacturer narrative:
The product was not returned for evaluation so we are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and paramedic visit. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 113. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that the patient was transported to the emergency room by the ambulance for hypoglycemia while wearing the pod on the arm for longer than 48 hours. Symptoms reported include vomiting and nausea. The patient was treated with intravenous fluids and zofran at the hospital. The patient received a prescription for zofran but did not get the prescription filled.